Event description:
Report received via litigation states pt "suffered injury in august of 1996 due to the breakage of a catheter which was part of an epidural tray or epidural kit. The catheter remains lodged in pt's spinal column, and has caused her subsequent health problems."